Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". The patient's medical history included hypertension and multiparous. Previously administered products included for to prevent pregnancy: iud from 2002 to (B)(6) 2007. Concurrent conditions included vaginitis, uterine leiomyoma, vulvitis, atopic dermatitis, esophageal reflux, melanoma, menometrorrhagia, neuralgia, sciatica, post-traumatic stress disorder, back pain, dysfunctional uterine bleeding, hysteroscopy, uterine dilation and curettage, genital bleeding, infection, urinary tract infection and enterocolitis infectious. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain/ pain pelvic/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with surgery ((B)(6) 2015- d and c). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the plantiff states that she is currently planning for essure removal as essure-caused injuries but she does not have money and definite plans for removal at this time. The essure device was then placed in the left ostium. There were 3 coils trailing attention was then drawn to the patient right ostium where the essure device was again placed and there was noted to be 3·4 coils. Discrepancy noted : removal details-23apr2015(procedurf.: d and c, hysteroscopy) she is therefore being admitted for d an ·c, hysteroscopy in the hospital potential complication including bleeding,infection , bowel or urinary tract infection or uterine perforation patient received treatment for pain, bleeding, bladder/ urinary problems changes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Mammogram - on (B)(6) 2015: right breast asymmetry as described, for which additional imaging is required. Pathology test - on (B)(6) 2015: a. Endometrium, curettings proliferative type endometrium with normal breakdown b. Endocervix, curettings: minute eragment of endometrium with normal breakdown. No endocervical gland" present. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : anxiety, pelvic pain, irregular vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event "bladder or urinary problems changes " was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('abnormal bleeding ( menorrhagia)'). In an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not underwent for essure confirmatory test". The patient's medical history included: hypertension and multiparous. Previously administered products, included for to prevent pregnancy: iud from 2002 to (B)(6) 2007. Concurrent conditions included: vaginitis, uterine leiomyoma, vulvitis, atopic dermatitis, esophageal reflux, melanoma, menometrorrhagia, neuralgia, sciatica, post-traumatic stress disorder, back pain, dysfunctional uterine bleeding, hysteroscopy, uterine dilation and curettage, genital bleeding, infection, urinary tract infection and enterocolitis infectious. Concomitant products included: nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric problems, condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with surgery ((B)(6) 2015, d and c). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the plaintiff states, that she is currently planning for essure removal as essure-caused injuries, but she does not have money. And definite plans for removal at this time. The essure device was then placed in the left ostium. There were 3 coils trailing attention was then drawn to the patient right ostium, where the essure device was again placed. And there was noted to be 3 - 4 coils. Discrepancy noted : removal details: (B)(6) 2015 (procedure: d and c, hysteroscopy) she is therefore, being admitted for d and c, hysteroscopy in the hospital. Potential complication including bleeding,infection, bowel or urinary tract infection or uterine perforation. Patient received treatment for pain, bleeding, bladder/urinary problems changes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded. Mammogram: on (B)(6) 2015, right breast asymmetry as described, for which additional imaging is required. Pathology test: on (B)(6) 2015, a. Endometrium, curettings proliferative: type endometrium with normal breakdown; b. Endocervix, curettings: minute defragment of endometrium with normal breakdown. No endocervical gland present. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: anxiety, pelvic pain, irregular vaginal bleeding quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". The patient's medical history included hypertension and multiparous. Previously administered products included for to prevent pregnancy: iud from 2002 to (B)(6) 2007. Concurrent conditions included vaginitis, uterine leiomyoma, vulvitis, atopic dermatitis, esophageal reflux, melanoma, menometrorrhagia, neuralgia, sciatica, post-traumatic stress disorder, back pain, dysfunctional uterine bleeding, hysteroscopy, uterine dilation and curettage, genital bleeding, infection, urinary tract infection and enterocolitis infectious. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain/ pain pelvic/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with surgery ((B)(6) 2015- d and c). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the plantiff states that she is currently planning for essure removal as essure-caused injuries but she does not have money and definite plans for removal at this time. The essure device was then placed in the left ostium. There were 3 coils trailing attention was then drawn to the patient right ostium where the essure device was again placed and there was noted to be 3·4 coils. Discrepancy noted : removal details-(B)(6)2015(procedure: d and c, hysteroscopy) she is therefore being admitted for d an ·c, hysteroscopy in the hospital potential complication including bleeding,infection , bowel or urinary tract infection or uterine perforation patient received treatment for pain, bleeding, bladder/ urinary problems changes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Mammogram - on (B)(6) 2015: right breast asymmetry as described, for which additional imaging is required. Pathology test - on (B)(6)2015: a. Endometrium, curettings proliferative type endometrium with normal breakdown b. Endocervix, curettings: minute eragment of endometrium with normal breakdown. No endocervical gland" present. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : anxiety, pelvic pain, irregular vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event "bladder or urinary problems changes " was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmatory test". The patient's medical history included hypertension and multiparous. Previously administered products included for to prevent pregnancy: iud from 2002 to (B)(6) 2007. Concurrent conditions included vaginitis, uterine leiomyoma, vulvitis, atopic dermatitis, esophageal reflux, melanoma, menometrorrhagia, neuralgia, sciatica, post-traumatic stress disorder, back pain, dysfunctional uterine bleeding, hysteroscopy, uterine dilation and curettage, genital bleeding, infection, urinary tract infection and enterocolitis infectious. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2015- d and c). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the plaintiff states that she is currently planning for essure removal as essure-caused injuries but she does not have money and definite plans for removal at this time. The essure device was then placed in the left ostium. There were 3 coils trailing attention was then drawn to the patient right ostium where the essure device was again placed and there was noted to be 3·4 coils. Discrepancy noted : removal details-(B)(6) 2015(procedure.: d and c, hysteroscopy) she is therefore being admitted for d an c, hysteroscopy in the hospital potential complication including bleeding, infection, bowel or urinary tract infection or uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Mammogram - on (B)(6) 2015: right breast asymmetry as described, for which additional imaging is required. Pathology test - on (B)(6) 2015: a. Endometrium, curettings proliferative type endometrium with normal breakdown b. Endocervix, curettings: minute fragment of endometrium with normal breakdown. No endocervical gland" present. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : anxiety, pelvic pain, irregular vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records received : events added- vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dyspareunia, vaginal discharge, device monitoring procedure not performed. Verbatim ¿pain¿ clubbed with event ¿pelvic pain¿. Event onset dates added. Concomitant and historical products added. Medical history and concurrent conditions added. Lab details added. Reporter information, patient details, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.